Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (damaged w/ moisture) issue. It was alleged that the display was scratched and could not be read, and there was moisture behind the display. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/18/2017 with the following findings: during investigation, the display lens was scratched at the upper right corner. Evidence of moisture corrosion was found on the display screen inside the pump. The battery compartment was undamaged. A leak was found in the display lens. The pump powered up to a fully illuminated and clear display screen. The pump cover was removed to find further moisture to the internal components.